Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm13.7 implantable collamer lens of -13.50/4.00/85 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive change overtime. Per updated information the lens was rotated on (B)(6) 2022 and the patient now has 1.2 va. It was reported that the problem was resolved after the lens rotation.